Event description:
It was reported that during a laparoscopic bilateral salpingoophorectomy procedure, the staples did not form on the second firing. The device was reloaded and fired successfully. There was no patient consequence.